Manufacturer narrative:
No pt info provided.

Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained: pt. 1) 2.7 inr/1.9 inr; pt. 2) 5.2 inr/2.5 inr; pt. 3) 4.8 inr/3.27 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.